Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 115 mg/dl. In addition, it was reported that a cartridge alarm (alarm 25) occurred while the customer attempted to load a new cartridge, cause was unknown. Customer reverted to manual injections for insulin therapy.